Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came to the clinic for a follow-up appointment. No trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient came to the clinic for a follow-up appointment. No trauma was reported. The patient will be monitored. The patient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient came to the clinic for a follow-up appointment. No trauma was reported.